Event description:
Report received of a non-delivery of dopamine without a pump alarm. The patient was to receive low dose dopamine 800mg in 500ml of IV fluid for renal perfusion via an internal jugular access site. The infusion was started one afternoon in 02/2001 and it was noted at 0100 on the next day that the tubing below the pump was clamped off, resulting in non-delivery of the dopamine. There were no pump alarms received. When the pump door was opened, the tubing was described as being "very full of fluid and looded like it was going to explode". The pump was removed from clinical service, but was not isolated and no serial number was recorded. The patient's condition was deteriorating as an expected course of patient's illness, and the patient was transferred to the ICU. It was reported that the patient died, but that there was no relationship between the non-delivery of the dopamine for renal perfusion and the patient's death. "The patient was expected to die".